Event description:
Evaluation of the explanted stent graft has been completed. The device was explanted during surgical conversion due to a ruptured aaa. The patient presented to the ER with acute syncope and right flank & back pain, was found to have a ruptured aaa, and was successfully converted to open repair. Patient follow-ups were not provided. CT at rupture showed no evidence of graft migration, absence of a type 1 endoleak, with a possible delayed type 2 endoleak near the body of the graft. At explant, the source of the leak was confirmed as a type 3 transgraft leak, by the observation of pulsatile bleeding through a 2mm x 3mm graft defect. Upon examination of the cleaned graft, a (10mm x 2mm) fabric tear was observed on the anterior surface of the flow divider. This transgraft type 3 endoleak was the likely source of the observed leak noted at a pre-explant aortography, and the probable source of the rupture. Scanning electron microscopy analysis of teh fabric tear indicates that it was likely caused by an object getting caught on the fabric, and pushing ti open from the inside. The analysis confirmed that the tear direction was from the ipsilateral to the contralateral leg direction. The characteristics of of a "ballooning injury" were not observed. It is possible that this tear may have occurred at the time of the implant; during the procedure to recannulate the lcia, a catheter was positioned across the flow divider (directed from right to left) in order to snare a glidewire. Other non-reported post-implant procedures may have also caused the tear. It is also possible that the implanted positioning of teh contra limb adn aoric cuff, each meeting at the flow divider, increased the fabric stress at that location. The timing for the occurrence of the hole is unknown; follow-up was not provided, and the first observation of a possible endoleak (noted as small blush type 2) occurred on the day of the explant. It is unclear if 2 smaller holes in the ipsilateral leg contributed to the observed endoleak, as no other bleeding areas were reported.

Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt had numerous complications in the perioperative period including occlusion of the left limb of the stent graft which necessitated femoral-femoral bypass. The source of embolism at that time was felt to be thoracic aortic plaque and ulceration, which was elected not to be treated. The pt did well until about a month ago when she presented with a ruptured aneurysm and an acute onset of right flank and back pain. With arteriography the bleeding site could be identified and the endograft was in good position and no evidence of migration. Exploratory laparotomy revealed a large right retroperitoneal hematoma and exploration of the retroperitoneal tissues revealed a graft fabric tear anteriorly 3 mm x 2 mm at the bifurcation of the main body necessitating excision of the stent graft except for the left ilica stent grafts. An 18 mm x 9 mm bifurcated stent graft was successfully sewn to the aorta. No additional clinical sequelae were reported and the pt was taken to the intensive care unit in stable condition. Medtronic received the explanted stent graft and its evaluation is pending.